Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) rate/sense lead portion of the device system, did oversense non-sustained ventricular tachycardia (nsvt) activity which resulted in 2.2 seconds of pause in pacing for the pacemaker dependant patient. The patient was asymptomatic. The noise did not appear to be external to the system and was not reproducible. Electrical re-programming was done to mitigate the issue and the following physician planned to follow up with the patient in the near future.

Manufacturer narrative:
To date, information suggests that both medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.